Event description:
A patient experienced a subconjunctival hemorrhage during treatment with the micropulse p3 probe delivery device. No further information regarding this adverse event is available. The adverse event is being investigated by iridex.